Manufacturer narrative:
Gender/sex: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a ar40e intraocular lens (iol) was explanted from patient's left eye due to lens changed for different manufacturer. A non-abbott lens was implanted. No further information was provided.

Manufacturer narrative:
Information was received indicating that the reason for the explant was diopter change due to an unexpected post-op refraction . Replacement lens was a non-amo lens 10.5 diopter, serial number was unknown. Furthermore, there was no incision enlargement, no vitrectomy, no sutures were required. There was no patient injury post-op. Device available for evaluation ¿ yes, returned to manufacturer on 09/06/2016. Device returned to manufacturer ¿ yes. (B)(6). Device evaluation the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in two portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to iol removal or explant process. Considering the condition of the lens additional analysis is not possible. The lens could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.